Manufacturer narrative:
The biomedical engineer (bme) reported that the bed disappeared off of the central nurse's station (cns), and no one removed it from the cns. The device had to be added back onto the cns to monitor it. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contains no information (ni), as an attempt to obtain the information were made, but none were provided. Attempt #1 10/07/2022 emailed customer via microsoft outlook for all items under the no information section. The customer responded back with complaint details, but they did not provide the patient information as requested. Concomitant medical device: the following device(s) were being used in conjunction with the cns. Bedside monitor model: bsm-6701a. Sn: (B)(4).

Event description:
The biomedical engineer (bme) reported that the bed disappeared off of the central nurse's station (cns), and no one removed it from the cns. The device had to be added back onto the cns to monitor it. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the tile for bedside monitor (bsm) disappeared from the central nurse's station (cns), with no user intervention. They needed to manually add it back to the cns to continue monitoring the patient. No patient harm was reported. Investigation summary: the root cause of bed tile disappearing is determined to be user education. The customer was using too many cnss to monitor a single bedside. The customer was provided education and removed the bedside from one of the cnss. There is no evidence of an nk device malfunction. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal trends for similar complaints. Attempt #1: 10/07/2022 emailed customer via microsoft outlook for all items under the no information section. The customer responded with complaint details, but did not provide the requested patient information. Additional device information: d10: concomitant medical device: the following device was being used in conjunction with the cns. Bedside monitor: model: bsm-6701a. Sn: (B)(6).

Event description:
The biomedical engineer (bme) reported that the tile for the bedside monitor (bsm) disappeared from the central nurse's station (cns), with no user intervention. They needed to manually add it back to the cns to continue monitoring the patient. No patient harm was reported.